Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient who was implanted with an artificial urinary sphincter (aus) about a year ago, had suddenly suffered from urinary incontinence of about 10 pads. A cystoscopy test performed confirmed that the cuff was working properly and that the balloon was also normal. The patient underwent a revision procedure and when the procedure started, the incontinence stopped, so the physician suspended the procedure. The patient is currently under follow-up observation since the incontinence has stopped. If urinary incontinence does not improve, it will be considered to replace the system.